Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 0148 competitor implantable tachy lead (B)(6) 2002. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) early. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary continued: the hybrid passed diagnostic system testing which included external ram (random access memory) test and built in self-test (bist). It also passed additional current drain testing of the external sram. Correction: product event summary: analysis measured a depleted battery voltage. The cause for the low battery voltage was high current drain from the hybrid. A high current drain condition was initially confirmed. However, the failure condition disappeared after the battery was disconnected. Testing and evaluation of the hybrid reported normal operation with nominal current drain levels and functionality when powered by an external supply. Temperature testing was performed on the device, monitoring it for 24 hours at approximately 37ºc. There was no confirmation of a high current condition, which would have resulted in accelerated battery depletion. The hybrid was fully functional and a cause for the reported failure could not be established.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.